Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm, failed battery test and blank display noted. Device received with broken battery tube thread and corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump yesterday was not working and pump was damaged and had crack around battery area and insulin pump turned off. The customer's blood glucose level was unknown. The insulin pump received failed battery and battery out limit alarm. The insulin pump will be returned for analysis.